Event description:
It was reported by the customer's mother that the customer had a failed battery test on the insulin pump. Customer's mother stated that the pump just stops working and there is a blank screen. Customer received a failed battery test. Customer's mother stated that the customer's blood glucose levels were over 500 mg/dl on christmas morning. Troubleshooting was performed and pump received another failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's mother mentioned that the display was not blank at the time of the call. Customer's mother got the pump to work on christmas day right before they were going to call the helpline. No additional information provided.

Manufacturer narrative:
Insulin pump had constant failed battery test after battery insertion due to faulty battery tube. No blank display noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.